Event description:
Additional information received reported that the patient's battery was discharged so no new impedance readings were completed. No visible fractures were found. It was stated that the lead revision was successful and the patient was receiving effective therapy using the same programming he currently had. No further information was provided.

Event description:
It was reported that a patient's electrodes had high impedances. It was stated that the patient heard a "popping" sound while doing sit ups and later that week he noticed a loss of stimulation. The patient met with a company representative and an impedance test was performed. Electrodes 8-15 had impedances of greater than 40,000 ohms. The patient was getting less than 50% therapy relief and the location of his symptoms was the right back and right leg. The patient was reported to be alive with no injury or adverse event two days later, it was reported that the patient experienced a loss of therapeutic effect. The patient lost relief "about a month ago". The patient hadn't noticed any problems until he tried to increase stimulation to get pain relief, but even at the maximum setting he was unable to get relief. It was stated that "testing showed that 5 of 16 electrodes were not working". The patient was working with their doctor to resolve the issue, most likely through surgical intervention. Less than a week later, it was reported that reprogramming did not give therapeutic stimulation to all the areas needed. The patient had and x-ray. The doctor's plan was not known at the time. Approximately one week later, it was reported that a lead revision surgery was scheduled for (B)(6) 2013. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was an injury. No details about the injury were reported. It was stated that there was a lead or extension break. A surgical revision took place. The implantable neurostimulator (ins), lead and extension were replaced. Radiological evaluation was "negative". Hospitalization was not required. It was reported that the patient recovered without sequela. No further information was provided.

Manufacturer narrative:
(B)(4).